Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair procedure, when the shaft inserted into the joint, the t1 fast-fix 360 implant was found to be deployed through the meniscus even though the deployment knob was not depressed. T2 was left inside the device. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a meniscus repair procedure, when the shaft inserted into the joint, the t1 fast-fix 360 implant was found to be deployed through the meniscus even though the deployment knob was not depressed. It is unknown is the implant was removed or was left secured in the patient. The t2 implant was left inside the device. The procedure was completed without delay using a back-up device. No further complications were reported.